Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (nursing home meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first occurred on (B)(6) 2017. The patient detailed that on (B)(6) 2018 she was experiencing symptoms of ¿weak, shaky, clammy and tired¿. The patient stated she tested her blood and obtained an alleged glucose result of 95mg/dl on the subject meter compared to 64mg/dl on the nursing home meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with humalog insulin (self-adjuster). The patient detailed that on an unspecified time later that day she was treated by an hcp with ¿8 ounces of orange juice¿. No other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the correct testing steps were used. The test strips were stored correctly and within expiry date and the test strip vial was neither cracked nor broken. The patient conducted a control solution test which fell within lfs¿ acceptable range. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.